Event description:
Patient also reported not being able to focus his eyes and not being able to keep his balance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012 the patient experienced a change in therapy effect especially pain. The last refill was noted to be done on (B)(6) 2012. The infusion rate was increased on (B)(6) 2012 and (B)(6) 2012. An x-ray was done on (B)(6) 2012 that showed the catheter in place, no migration. Drugs delivered via the device were dilaudid, bupivicaine, baclofen, clonidine. On (B)(6) 2012, it was stated that patient was pretty much pain free up until about two weeks ago when patient experienced a return of pain, stumbling, feeling confused, inability to focus and feeling "overmedicated"; "no event could be correlated with this happening". It was later stated that patient experienced medication side effects, especially hydromorphone. The infusion rate was decreased on (B)(6) 2012 and then on (B)(6) 2012. In addition to the above symptoms patient was also noted to have nausea, fatigue, lack of appetite, and decreased mental status. As of the date of this report it was stated that patient had experienced withdrawal symptoms due to catheter occlusion. A cap (catheter access port) contrast study was done on (B)(6) 2012 and they were unable to aspirate csf (cerebrospinal fluid) from port. A revision was performed on the same date wherein they "reconnected catheter to pump to relieve the kink". Patient outcome was noted as resolved without sequel as of (B)(6) 2012.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk.